Event description:
Reportedly, the cartridge broke into two pieces after firing, with the pieces falling into the surgical cavity. The two pieces were retrieved without difficulty. No patient injury reported.